Manufacturer narrative:
Report # 2 of 2. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a user facility in the (B)(6) indicated that during a cataract procedure a metallic looking particle was observed in the patient's eye. The particle was aspirated and removed from the eye. There was no report of injury or consequences to the patient.

Manufacturer narrative:
One bl3170 stellaris handpiece serial number (B)(4) was returned. Visual inspection found the nose cone dented and the transducer dented and marred in one spot. A functional test was performed using a stellaris system. The handpiece tune, primed and functioned as intended. A filter test was performed by running processed water through the irrigation line of the tip of the handpiece onto a 0.45micron filter. The water was then vacuumed off through the filter in an attempt to trap any possible particles. Several fiber-looking particles and one drop of a organic material are visible on the filter. No particles had the appearance of metal. The complaint was not confirmed. Based on all information, no causal factors can be determined and no conclusion can be drawn.